Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, they were not able to seat the battery into the device for power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the housing was returned. Evaluation of the housing found damage (melted) consistent with an overheated battery; however, the battery was not returned for evaluation. The customer received a replacement housing and battery to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.